Event description:
The customer contact reported air in the tubing set. On an unspecified date, the primary tubing set was to be used to deliver an unspecified medication. At an unspecified time, the secondary tubing set was connected to an unspecified location on the primary tubing set for a piggyback delivery of an unspecified concentration of zithromax. After an unspecified length of time, it was reported that an unspecified number of tiny bubbles were noted at an unspecified location within the tubing set. The bubbles were removed from the tubing set and the therapy was resumed. There were no reported adverse patient effects and no reported delay in therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. During the investigation, no possible causes for the customer reported air in the tubing set were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.